Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol graft porcine xenmatrix device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) or an unspecified bard/davol graft porcine xenmatrix on (B)(6) 2005 or (B)(6) 2018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective.